Manufacturer narrative:
D3: manufacturer address 1: (B)(4). Device evaluation by manufacturer: an icerod plus 90 degree needle (30371229) was returned to the arden hills complaint investigation site (cis) for analysis. Visual inspection of the exterior of the needle was performed and no abnormalities were noted. The needle was connected to the icefx console, and a two-minute confidence test was performed. The device passed the two-minute confidence test, produced an ice ball of sufficient size. A five-minute freeze in gel was performed to analyze ice ball formation. It was noted that the ice ball formation looked normal and resulted in an ice ball that measured approximately 21mm x 43mm, which is within specification for the icerod plus 90 degree needle. The reported complaint was not confirmed.

Event description:
It was reported that an additional surgery was required after insufficient ice was observed. Three icerod plus 90 degree needles were used in a liver cryoablation procedure. The spacing between the needles was 1.5 cm. During the procedure, however, it was noticed that there was a delay in the ice formation, and the iceball was smaller than was expected. Despite changing the needles to other channels and other troubleshooting measures, the needles still did not freeze. Due to the insufficient ice coverage, the procedure was not able to be completed, and another was scheduled for a later date. The repeat surgery resolved the incident, and no patient complications were reported.

Event description:
It was reported that an additional surgery was required after insufficient ice was observed. Three icerod plus 90 degree needles were used in a liver cryoablation procedure. The spacing between the needles was 1.5 cm. During the procedure, however, it was noticed that there was a delay in the ice formation, and the iceball was smaller than was expected. Despite changing the needles to other channels and other troubleshooting measures, the needles still did not freeze. Due to the insufficient ice coverage, the procedure was not able to be completed, and another was scheduled for a later date. The repeat surgery resolved the incident, and no patient complications were reported.